Event description:
According to the distributor, during preparation for use, the customer noticed shaft for polyaxial screwdriver was broken.

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.